Manufacturer narrative:
The returned controller (B)(4) passed visual and functional testing. The log file analysis revealed that the controller serial (B)(4) is a 2.0 controller (uic:01.06 pmc:01.01). Log files analysis revealed switching events logged due to communication error (battery values are between 101 to 201) and switching events logged due to momentary disconnect. The other reported event was confirmed via log event file analysis, which revealed five controller power-up events between (B)(6) 2017. The power up events might be due to disconnection of both the power sources by the patient or due to momentary disconnections. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Additional system component being reported for this event: battery (B)(4)/ catalog number:1650gb / expiration date: 05/31/2016. Device available for evaluation?: no. No, not returned to manufacturer. Labeled for single use?: no. (B)(4). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the batteries were switching between ports spontaneously and the ventricular assist device (vad) was shutting down at times and restarting on its own. Battery and controller exchange was performed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the controller had a loss of power.

Manufacturer narrative:
This event was assessed and is being reported as part of a retrospective review of log file data. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Additional system component being reported for this event: unknown ¿ battery / model number: 1650de. Product event summary: the controller passed visual and functional testing. Investigation is ongoing. This report was identified following the conversion of complaint files from the legacy complaint handling system following integration and is being submitted to report analysis/investigation results. If information is provided in the future, a supplemental report will be issued.